Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone; the customer to replace the front housing and the touchframe. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, the ventilator's display would not change screens. The patient was removed from the ventilator and transferred to a second ventilator. There was no harm to the patient as a result of the event.